Event description:
Affiliate reported that when the device was implanted in the patient, readings rose significantly. As a result, the device was revised. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation and during the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Marking on the codman connector label. Severe kink in catheter material 10.5cms from sensor case. Severe kink in catheter material 12cms from connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.